Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: damaged distal catheter with particles. Bloody residues in the catheter. Permeability test: the test showed that the progav 2.0 shunt system is permeable. During the test bloody liquid drained out of the damaged site of catheter. Results: based on the quality control of the products before and during packaging in addition before shipment, we can exclude such a defect on the product by the manufacturer. In addition, we checked the traceability and found no deviation in the protocol. Presumably, the catheter was damaged by a sharp instrument during preoperative examination or implantation. The IFU peritoneal catheter contains a warning against the use of sharp objects) to avoid damages of the catheter. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx434-t) was to be implanted. According to the complainant, the abdominal catheter was damaged and leaked before implantation. The complainant device was returned to the manufacturer for evaluation. No patient involvement.